Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition of system error 332 was unable to be reproduced and was not confirmed through a review of the event history log. However, evaluation did experience a system error 322 upon loading a set and system error 322 alarms were also verified through a review of the event history log. The system error 322s were determined to be the reported issue and found to be caused by a damaged lower link switch. The lower aux was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 332 (bad battery a/d) alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.